Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized and was in the intensive care unit due to diabetic ketoacidosis and high blood glucose in (B)(6) 2018 with blood glucose level of 900 mg/dl at the time of the incident and 424 mg/dl was the current blood glucose level. The other blood glucose level of the customer was 250 mg/dl. The customer also stated that the cannula was bent. The customer was wearing the insulin pump at the time of the hospitalization. The insulin pump will not be returned for analysis.